Manufacturer narrative:
MDR (B)(4) / initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced two infusion set bent cannula events which resulted in hyperglycemia on (B)(6) 2026. The patient noticed symptoms within three or more hours after insertion. The patient¿s blood glucose level was reported to be high and was managed with a correction injection via mdi (multiple daily injection).